Manufacturer narrative:
It was reported during the navitor implant procedure the patient went into complete heart block during placement of the valve and persisted after the implant. The device remains implanted and will not be returned at abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information available, the cause of reported heart block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as a temporary pacemaker was placed for heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The length of the membranous septum was 2.9mm. During the procedure the patient went into complete heart block during placement of the valve. The valve was implanted with a final depth of 3mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). The heart block persisted after valve implant. A temporary pacemaker was placed, and the patient was transferred to the intensive care unit (ICU). The patient status was stable.